Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the ipg site due to being thin. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remains implanted.